Manufacturer narrative:
The device associated with this event was originally reported to davol as a recalled composix kugel mesh; therefore, davol originally reported this event to the FDA in accordance with (B)(4). Subsequently, davol has received add'l event info indicating that the associated event device is not a recalled composix kugel mesh; therefore, we are submitting this MDR based on the add'l info received. Based on the info provided, it is unk whether the device may have caused or contributed to the reported event. The pt is morbidly obese and was noted to develop an abdominal abscess more than one year post implant. A recurrence was noted during the explant of composix mesh and a non-bard mesh was placed. The pt developed an abscess following the explant of the composix mesh. Although there was no culture reports provided to confirm the presence of an infection. The warning section of the IFU states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis." Recurrence is also noted to be an adverse event listed in the product's instructions for use. A review of the mfg records was performed including a review of sterility records and there was no evidence of a mfg related cause for the reported event. Additionally, no sample was returned for eval. With the currently available info, no conclusion can be drawn.

Event description:
The initial attorney report alleged pain, infection and explant of the mesh. The following is based on the medical records provided by the pt's attorney. On (B)(6) 2003, pt underwent repair of incarcerated incisional hernia with composix mesh. On (B)(6) 2004, pt underwent admitted for abdominal pain with incisional hernia. On (B)(6) 2004, pt underwent incision and drainage of anterior abdominal abscess. The composix mesh was noted to be infected and removed. Repair of a recurrent hernia with non-bard vicryl mesh. On (B)(6) 2001, ER: pt dry heaving and unable to tolerate by mouth. On (B)(6) 2004, pt admitted for abdominal pain, nausea, and vomiting. IV fluids administered and pt was discharged on (B)(6) 2004. On (B)(6) 2004, pt admitted for abdominal pain, nausea, and vomiting. Incision and drainage of abdominal abcess. Pt discharged on (B)(6) 2004.